Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two occipital (off-label) leads with the same lot number. It was reported the pt experienced several falls and once hit her head. Subsequently, the pt experienced auto-reduction on her occipital system. Diagnostics determined invalid impedance on one of the leads. The sjm rep was unable to resolve the issue. Surgical intervention will be taken at a later date to address the issue.